Event description:
Caller alleged discrepant inratio results. Results as follows: date: 12/09/2013. Inratio: 1.8. Lab: 2.8. Time between tests: 3 minutes. Therapeutic range: 2.5-3. No pt info was provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. A review of the batch record for the lot did not uncover any non-conformances. Root cause could not be determined from the info provided by the customer. Based on the info available, there is no indication of a product deficiency. Correction action is not required at this time. The issue will be subject to tracking and trending.